Event description:
During a laparoscopic procedure, trocar safety shield failed to release. Two endo gia staple guns laid down staples but failed to transect tissue. These two equipment failures at no time endangered pt but did extend surgery time. The potential for injury existed.